Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "(B)(6) told me that dr. (B)(6) had an issue with the direct drive clip and that the pt had an adverse affect with the clip."patient status - "(B)(6) did not give me status of pt"

Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it can be difficult to determine the root cause. A review of the manufacturing records for the lot number revealed that the product passed all manufacturing and quality inspections. Although the root cause could not be determined, applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device and process enhancements intended to further minimize the potential for this type of incident to reoccur. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621- 2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from applied team member on february 26, 2016: "[the doctor's assistant] said that the 2 clips came off during the case and that the pt did not have any adverse affects. They gave [the doctor] a new direct drive clip applier and it worked great. She wasn't sure what was going on with the clip applier she was using at first. What I was told in the being from the surgery center different than what I was told from [the doctor's assistant]. [The doctor's assistant] also said that the pt staying longer had nothing to do with the clips coming off."